Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported soft key above the ok button acted the same as the ok key and does not arrow down, which was reproduced during evaluation. The cause was determined to be a failed input/output printed circuit board and keypad which were replaced to correct the condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced the soft key above the ok key acted the same as the ok key and does not arrow down. There was no patient involvement. No additional information is available.